Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump overheating found on (B)(6) 2021. Pump passed sleep current measurement, active current measurement and displacement test; however, pump failed self test. No unexpected pump overheating during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and moisture damage was found on harness assembly vibrator. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for pump overheating was not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. Customer stated battery cap was not damaged and clear power loss alarm and pump error alarm. No harm requiring medical intervention was reported. The device was returned for analysis.